Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at l3/5. Post op on an unknown date infection was seen around the set screw. The set screw head had turned black. Patient underwent revision surgery for cleaning and replacement of setscrew.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.